Manufacturer narrative:
The referenced device was not returned to olympus; therefore, the exact cause of the reported event could not be conclusively determined. However, the original equipment manufacturer (OEM) performed investigations related to the concerned device/event. As a result, the OEM has conducted a field corrective action including a distribution of instructions for safe use to mitigate the potential risk of patient injury.

Event description:
Olympus was informed that distal tip of the uretero-fiberscope had a protrusion during an unspecified procedure. No patient injury was reported. The details of the event and protrusion are unknown. Olympus followed up with the user facility to obtain additional information regarding the reported event via telephone and in writing but with no result.